Event description:
It was reported that noise on the lead caused several non-sustained vf episodes. No inappropriate therapy was delivered. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.